Manufacturer narrative:
B1 adverse event and/or product problem - correction. D5 operator of device code - correction. D9 device available for evaluation - correction. G2 report source - correction. H2 type of follow up - correction. H3 device evaluated by mfg - correction.

Event description:
Correction to b1, d9, g2, h3a, and d5 fields.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.